Event description:
This spontaneous case report was received by regulatory authority in (B)(4) on 14-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009, essure was inserted. A painful placement was reported. Physician did not succeed the first time; succeeded the second time but the she had to lie down because she was nauseous/dizzy. On an unspecified date (approximately 2 months after procedure), the consumer experienced lower back pain, arrhythmia, tiredness, restless feelings, tingling, fluid retention, high blood pressure, short of breath, tight feeling in the chest, problems with the heat and increase/decrease of weight. The influence of essure in her daily life included problems with daily tasks. She contacted a doctor and treatment was planned (not specified). Company causality comment this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain and arrhythmia. She was planning to remove the devices. Back pain is serious due to reported disability (problems with daily tasks were mentioned but not specified) and listed. Arrhythmia is serious due to medical importance and unlisted in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia, the event is assessed as unrelated to essure use due to its physiopathology and essure's local action in fallopian tubes. Since she had daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 22-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain and arrhythmia. She was planning to remove the devices. Back pain is serious due to reported disability (problems with daily tasks were mentioned but not specified) and listed. Arrhythmia is serious due to medical importance and unlisted in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. In regards of arrhythmia, the event is assessed as unrelated to essure use due to its physiopathology and essure's local action in fallopian tubes. Since she had daily tasks problems (seen as disability), and no further information can be obtained, this case is regarded as incident. Other non-serious events were informed. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.